Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. The patient received approximately 6 minutes of therapy when the balloon burst while inside of the patient. Eighty seven percent of the ablation was achieved. The case was aborted. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device failed the leak test because it had a hole in the balloon.